Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the operating system of the navigation system was updated to restore functionality. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a l3-l4 spinal fusion, the navigation system and imaging system could not establish communication. It was reported that the connection between the navigation system and viewing station of the imaging system was verified. Restarting the navigation system resulted in the camera cart of the navigation system not powering on. The surgeon opted to complete the procedure without the use of the navigation system. There was a reported delay to the procedure of fifteen minutes due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The software investigation found that the reported event was related to a known software issue. This issue was previously documented and investigated in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.